Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously normal accutni and myoglobin result as well as an erroneously elevated creatinine kinase - mb (ckmb) result above the normal reference range for one patient that were generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory. Subsequent testing on both the original instrument and an alternate instrument produced higher accutni results within the risk stratification range, lower ckmb result within the normal reference range, and a higher myoglobin result above the normal reference range. The patient was transferred to another facility due to the erroneous results. A separate MDR 2050012-2010-00978 was submitted for the malfunction portion of this event.

Manufacturer narrative:
The initial samples were collected by an ER nurse in bd lihep plasma tubes without a gel separator. The samples are drawn by lab phlebotomists in bd lihep plasma tubes with a gel separator. The customer centrifuges the samples for five minutes at 4000 rpm. The customer stated to bci customer technical support (cts) that the samples are analyzed from the primary tube through the closed tube aliquotter (cta). Per the customer, all assay qc has been within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event and performed preventive maintenance (pm) on the instrument. The fse also performed all verification testing which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.